Event description:
Upon borescope inspection of a new, replacement surgical collet (manufacturer: stryker part number 4100-062-000, serial number: (B)(6), rust was noted. Product was sequestered. The manufacturer's representative was notified via e-mail, with pictures of non-conformities attached. Replacement part requested.